Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent past elevated blood glucose (bg) of 580 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Reportedly, the customer is using insulin and cartridge's beyond labeling and is currently due for a supply change. Customer declined further troubleshooting and will reach out to tandem technical support if issues persist.